Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Device was received having reached end of service (eos) voltage level. The device was unable to establish telemetry connections due to battery reaching eos. A longevity calculation was performed and revealed premature battery depletion. Electrical testing was performed and revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was revealed to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. Additionally, the device was unable to be interrogated via inductive and radiofrequency telemetry. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.